Event description:
The following information was provided by the initial reporter: in connection with drawing up medication using a 20 ml luer-lock syringe from a vial via a b. Braun spike, leakage of medication occurs between the syringe and the drawing-up spike. When the staff inspect the connection more closely, they observe that the thread on the syringe tip is deformed, and the syringe can easily be disconnected from the spike despite being fully screwed in. The staff test other 20 ml syringes together with different drawing-up needles/spikes and experience the same issue: the plastic on the luer-lock syringe tip appears soft, so when the syringe is screwed onto a connection, the thread becomes soft and deformed. This allows the drawing-up needle/spike to be easily removed without unscrewing the syringe. They have identified the problem in all products from the two reported lot numbers. No patient was impacted or harmed in this incident. Per response: the syringes have been used for monoclonal antibody (mab) drugs. Despite the reported leakage, the users do not believe they have been at risk. However, the issue with the syringes is considered serious, and staff have therefore started using additional protective equipment, such as gowns, when preparing the drugs with bd luer-lock syringes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.